Event description:
Patient was transported to CT and back to ICU. Upon arrival back to his room, mechanical ventilator's touch screen would not work. I was unable to power down the machine to restart it, so I shut off the main switch. Equipment personnel was notified.